Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 20. On (B)(6) 2021, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, increased sensitivity and abscess. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 20. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, increased sensitivity and abscess. No further patient complications were reported.